Event description:
Report received of a missed antibiotic dose. The pump was unable to be programmed concurrently. The pump was received with a note that read, "will not run maintenance and piggyback concurrent, will jump back to maintenance only". The pump was programmed to deliver in the concurrent mode, an unspecified solution on the primary line at a rate of 30cc/hr, and ancef on the secondary line at a rate of 100cc/hr. Reportedly, the dayshift rn found the bag of antibiotics full at the change of shift. At this time, she programmed the pump to the prescribed settings and then noted the pump display changed to 30cc/hr. The rn reprogrammed the pump and the same event sequence occurred. The pump was replaced. The patient reportedly missed their twelve am dose. The rn reported that the antibiotic scheduled was adjusted, and the patient received their missed dose. Though requested, there was no further information available.